Event description:
It was reported that the patient went to the hospital in status. The patient's last appointment was about three months prior, and the output current was increased. The patient's seizures were controlled for about two months, but the seizures returned after the third month. No further relevant information has been received to date.